Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. The device was sent for flow accuracy volumetric, downstream and upstream testing and air detect and all testing passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue of failed downstream occlusion with high reading during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.